Event description:
It was reported to hill-rom about an event where the lift strap dropped when pt was in the stationary lift. No injury reported.

Manufacturer narrative:
A hill-rom tech inspected the lift and found no failure. The explanation could be that the lift strap may not have been slack or it may have been twisted inside the lift. The instructions for use clearly state to ensure that the lift strap is kept straight and stretched when it runs in and out of the lift motor.